Event description:
Medtronic received information that 11.9 months post implant of this transcatheter bioprosthetic valve, a stent was implanted within this valve due to stenosis with 4.6m/sec velocity, and right heart failure. Endocarditis was suspected. There were no adverse patient effects reported and the valve remains implanted.

Manufacturer narrative:
Subsequently the serial number for the device was provided by the hospital. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the sterilization lot review, no issues were identified on the sterilization process. The biological indicator sterility testing on the sterilization load confirmed the sterility for the device. There have been no additional endocarditis complaints received for products sterilized under this lot.

Event description:
Medtronic received information that 11.9 months post implant of this transcatheter bioprosthetic valve, a stent was implanted within this valve due to stenosis with 4.6m/sec velocity, and right heart failure. Endocarditis was suspected. There were no adverse patient effects reported and the valve remains implanted.

Manufacturer narrative:
The product remains implanted. With no product returned, no conclusion can be drawn at this time. Investigation into this event is ongoing. A supplemental report will be filed. (B)(4).

Manufacturer narrative:
Conclusion: the device history review of this device could not be reviewed as the serial number was not available. From the available information, a conclusive cause of the reported stenosis could not be determined. It was reported that endocarditis was suspected; however, this could not be confirmed. A stent was implanted within this valve as a result of the stenosis and no adverse patient effects were reported. Quality assurance will continue to monitor trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.